Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). Following pre dilation using a 2.75 x 12mm non-compliant (nc) balloon, a 3.50 x 38mm promus premier was deployed at 16 atm for 12 seconds. Following post dilatation using a 3.50 x 12 mm nc balloon, a proximal edge dissection type b was noted. The dissection was covered with another 4.00 x 12 mm promus premier stent and the procedure was completed successfully. The patient fully recovered and was stable post procedure.